Manufacturer narrative:
(B)(4) 2015 11:10 am (gmt-5:00) added by (B)(4): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vh-3200 - vasoview 7xb bipolar cord could easily be disconnected. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
On (B)(6) 2016 03:45 pm (gmt-4:00) added by (B)(6) ((B)(4)): (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Slight signs of use were seen with a small amount of fatty tissue on the blade. No evidence of blood was observed. To evaluate the reported ¿break/loose connection¿ the vh-3200 device was connected securely and disconnected without incident to a reference bipolar cable. The bipolar cable that was used during the reported incident was not returned and could not be evaluated for its relation to the reported event. The device connector was measured and compared with product specifications. All the measured values were within specifications. Based on the results of the evaluation, the reported complaint for¿ break/loose connector" is unable to be confirmed. We were unable to replicate the reported event.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vh-3200 - vasoview 7xb bipolar cord could easily be disconnected. A replacement device was used to complete the procedure. The hospital did not report any patient effects.